Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed based on the information received. Upon further investigation of the CT scans by healthcare professionals the following was observed, "there is no clear sign of loosening in the tibial component. No migration. The pe cannot be assessed directly, but there are no clear signs of loosening or breakage of the component. The talar component shows radiolucence and some cavities which indicate a loosening. There is no clear sign of migration, though." Based on investigation, the root cause was attributed to a patient factors related issue. The event was caused by the development of radiolucence and cavties around the bone/implant interface. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.